Event description:
Same case as MDR ID#2134265-2015-03923. It was reported that a guide wire was stuck in the lesion, guide wire fracture and the burr was stuck on the wire. The target lesion was located in the coronary artery. A rotawire and a 1.50mm rotalink¿ plus were selected for treatment. During the procedure, it was observed that the last 3cm of the rotawire broke and was stuck inside the coronary artery. The physician noticed the burr was stuck on the wire and removed the devices from the patient together. The distal end of the wire was not able to be removed from the patient. There were no further patient complications reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion code. Device evaluated by MFR: examination of the returned device revealed of wire kinked in several sections in the middle of the device, also it has the distal tip kinked and unraveled. Overall length was measured and was found within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID(B)(4). It was reported that a guide wire was stuck in the lesion, guide wire fracture and the burr was stuck on the wire. The target lesion was located in the coronary artery. A rotawire and a 1.50mm rotalink&#10256;lus were selected for treatment. During the procedure, it was observed that the last 3cm of the rotawire broke and was stuck inside the coronary artery. The physician noticed the burr was stuck on the wire and removed the devices from the patient together. The distal end of the wire was not able to be removed from the patient. There were no further patient complications reported.